Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The breathing system was cleaned and moisture was removed. No patient information available at time of MDR filing.

Event description:
The hospital reported that, during a case, higher than expected level of carbon dioxide was noted. There was no reported patient injury.